Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, a cracked reservoir tube, a cracked lcd window, and a minor scratched display window. The test reservoir does not lock properly inside the reservoir tube.

Event description:
The customer reported via phone call that she was unable to place and lock the reservoir in the insulin pump. Customer stated that it was chipped around the reservoir compartment. Customer was downstairs eating and couldn't lock the reservoir in the pump during a regular infusion set change. Customer's blood glucose was 207 mg/dl at the time of the incident. Customer noticed the damage when she was getting ready for bed. Customer stated that there is s crack by the battery icon. Customer stated that her health care professional told her to call about the crack on the screen. Customer stated that she might tap the pump to the reservoir to get insulin. Customer was advised that this is off-label use. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer reported that she does not have a back-up plan until tomorrow morning. Customer stated that she will take a correctional injection.